Event description:
Boston scientific received information that this right ventricular lead was exhibiting increased impedance measurements since july; which had increased from 460-1200 ohms. A lead fracture was identified and the lead was removed from service and replaced without further incident. No adverse patient effects were reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.